Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn0014 showed no other similar product complaint(s) from this lot number.

Event description:
The physician stated that during placement, the purple lumen would not aspirate. Physician was only able to draw 1cc of blood, then air. Flushed successfully. No patient injury was reported.